Event description:
It was reported the patient received the following results within 10 minutes: 300 mg/dl and 130 mg/dl. On a different day the patient received the following results within 10 minutes: 200 mg/dl and 90 mg/dl.